Manufacturer narrative:
Batch review performed on 17 april 2019: lot 180529: (B)(4) items manufactured and released on 28-jun-2018. Expiration date: 2023-06-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved in the complaint: liner: mpact dm 01.26.2848mhc double mobility hc liner 28/dmd (k092265) lot. 179195: (B)(4) items manufactured and released on 11-apr-2018. Expiration date: 2023-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 26 days after the primary due to signs of infection (the pathogen is unknown). The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.